Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The pump was programmed and monitored for 2 days. No frozen screen or pump error 23 noted during testing. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, scratched keypad overlay and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below pertaining to the primary svn: (B)(6) and event date 13-nov-2024. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 13-nov-2024 in the pump history file. On (B)(6) /2024 14:32:13.000 battery removed (55). On (B)(6) 2024 14:32:13.000 alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2024 14:32:56.000 battery inserted (44). On (B)(6) 2024 01:01:45.000 battery removed (55). On (B)(6) 2024 01:01:45.000 alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2024 01:12:04.000 alarm alert notification (40). Fault number: post reset ram crc alarm (23). On (B)(6) 2024 01:22:00.000 alarm alert notification (40). Fault number: post reset ram crc alarm (23). On (B)(6) 2024 02:32:06.000 battery removed (55). On (B)(6) 2024 02:32:06.000 alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2024 02:33:13.000 alarm alert notification (40). Fault number: post reset ram crc alarm (23). On (B)(6) 2024 02:33:55.000 battery removed (55). On (B)(6) 2024 02:33:55.000 alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2024 02:34:32.000 alarm alert notification (40). Fault number: post reset ram crc alarm (23). On (B)(6) 2024 02:34:44.000 alarm alert notification (40). Fault number: batt out limit (6). On (B)(6) 2024 02:34:52.000 alarm alert notification (40). Fault number: batt out limit (6). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump reset. Pump error 23 - not confirmed. Batt out limit (6) - not confirmed. Please see below pertaining to svn: (B)(6) and event date 11-nov-2024. There were no boluses listed on the event date 11-nov-2024 in the pump history file. Unable to verify customer's daily total of all insulin delivered surrounding the event date of 11-nov-2024 listed on smart solve due to insufficient data in the there were no auto suspend alarm noted in the pump history file. There were no user suspended (2) alarm noted on the event date 11-nov-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 11-nov-2024 in the pump history file. On (B)(6) 2024 09:12:51.000 alarm alert notification (40). Fault number: no delivery (7) - during bolus. On (B)(6) 2024 09:32:39.000 alarm alert notification (40). Fault number: no delivery (7) - during bolus. On (B)(6) 2024 10:07:55.000 alarm alert notification (40). Fault number: no delivery (7) - during bolus. On (B)(6) 2024 10:17:00.000 alarm alert notification (40). Fault number: no delivery (7) - during bolus. On (B)(6) 2024 10:38:03.000 alarm alert notification (40). Fault number: no delivery (7) - during bolus. On (B)(6) 2024 10:48:00.000 alarm alert notification (40). Fault number: no delivery (7) - during bolus. On (B)(6) 2024 11:13:03.000 alarm alert notification (40). Fault number: no delivery (7) - during bolus. On (B)(6) 2024 11:27:47.000 alarm alert notification (40). Fault number: no delivery (7) - during basal. On (B)(6) 2024 11:28:39.000 alarm alert notification (40). Fault number: no delivery (7) - during basal. On (B)(6) 2024 23:41:35.000 alarm alert notification (40). Fault number: no delivery (7) - during bolus. On (B)(6) 2024 23:44:00.000 alarm alert notification (40). Fault number: low battery alert (104). On (B)(6) 2024 23:52:52.000 battery removed (55). On (B)(6) 2024 23:52:52.000 alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2024 23:53:39.000 battery inserted (44). On (B)(6) 2024 00:50:27.000 alarm alert notification (40). Fault number: no delivery (7) - during bolus. On (B)(6) 2024 08:08:05.000 alarm alert notification (40). Fault number: no delivery (7) - during bolus. On (B)(6) 2024 10:53:37.000 alarm alert notification (40). Fault number: no delivery (7) - during bolus. On (B)(6) 2024 11:08:45.000 alarm alert notification (40). Fault number: no delivery (7) - during bolus. On (B)(6) 2024 12:33:15.000 alarm alert notification (40). Fault number: no delivery (7) - during bolus. On (B)(6) 2024 13:28:25.000 alarm alert notification (40). Fault number: no delivery (7) - during bolus. On (B)(6) 2024 15:06:00.000 alarm alert notification (40). Fault number: no delivery (7) - during bolus. On (B)(6) 2024 16:09:23.000 alarm alert notification (40). Fault number: no delivery (7) - during bolus. On (B)(6) 2024 04:03:10.000 battery removed (55). On (B)(6) 2024 04:03:10.000 alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2024 09:14:28.000 alarm alert notification (40). Fault number: batt out limit (6). On (B)(6) 2024 09:24:00.000 alarm alert notification (40). Fault number: batt out limit (6). On (B)(6) 2024 11:51:18.000 battery removed (55). On (B)(6) 2024 11:51:18.000 alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2024 12:02:04.000 alarm alert notification (40). Fault number: post reset ram crc alarm (23). On (B)(6) 2024 12:02:40.000 alarm alert notification (40). Fault number: batt out limit (6). On (B)(6) 2024 12:02:48.000 alarm alert notification (40). Fault number: batt out limit (6). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump reset. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Pump error 23 - not confirmed. Batt out limit (6) - not confirmed. No delivery (7) alarm - not confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor and motor noted. The pump passed the functional testing. Unable to confirm alleged low bgs. Frozen screen not confirmed. Pump error 23 not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced frozen screen, pump error 23 (post-reset ram crc alarm). Troubleshooting was performed. The customer reported no adverse event. The event involved product(s) mmt-1884l. Customer reported a frozen screen. Buttons were not responsive and time clock did not advance. Replaced battery but screen remained unresponsive. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.